Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-6068-45l serial/batch number (B)(6) was received for investigation. Functional testing was not performed as the device tip was broken off. Visual inspection revealed that the device's tip had broken off at the weld, likely due to excessive force applied during use. The observed condition is likely due to prying/levering the device against hard bone or other instrumentation during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery the tip of the devices with the part number ar-6068-45l broke off. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.